Event description:
A malfunction was reported concerning the customer's insulin pump, identified by a specific error code, which could not be reset. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.